Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. There was no reported impact to customer's blood glucose level due to the wake button issue. Reportedly, customer continued to use the pump for insulin therapy.